Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device. The sealant was observed at the distal end of the shuttle cartridge and soaked in blood. The advancer tube was found inside the shuttle cartridge, abutting the sealant. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. The shuttle cartridge and the catheter were inspected for anomalies that may have caused the failure. No anomalies were observed. During the device analysis, shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A review of the manufacturing documentation associated with lot f1700301, was performed and it indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The adverse event reported as "it couldn't follow the vessel well and the patient felt pain¿ could not be confirmed. The condition of the returned device indicates a complete deployment of the sealant. A product malfunction was confirmed in the condition in which the returned device was received for analysis; however, the exact cause of the failure could not be conclusively determined. Neither the lot review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Procedural factors and handling process may have contributed to the failure. No corrective or preventive actions will be taken at this time. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that while inserting a mynxgrip vascular closure device (vcd), the vcd couldn't pass the tortuous vessel and the patient felt pain; therefore, the mynx deployment/closure was aborted. The vcd was being used in conjunction with a 5f procedural sheath introducer for arterial closure following a cag (coronary artery grafting) procedure. The mynx vcd was prepped according to IFU instructions. A device (femoseal) from another manufacturer was used. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. Addendum (12/27/2017) the product evaluation indicated a failure to deploy.

Manufacturer narrative:
Complaint conclusion: it was reported that while inserting a mynxgrip vascular closure device (vcd), the vcd couldn't pass the tortuous vessel and the patient felt pain; therefore, the mynx deployment/closure was aborted. The vcd was being used in conjunction with a 5f procedural sheath introducer for arterial closure following a cag (coronary artery grafting) procedure. The mynx vcd was prepped according to the instruction for use (IFU). A device from another manufacturer was used to complete the procedure. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product evaluation indicated a failure to deploy. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device. The sealant was observed at the distal end of the shuttle cartridge and soaked in blood. The advancer tube was found inside the shuttle cartridge abutting the sealant. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. The shuttle cartridge and the catheter were inspected for anomalies that may cause the failure. No anomalies were observed. During the investigation, shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A review of the manufacturing documentation associated with lot f1700301 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The adverse event reported as "pain¿ could not be confirmed due to the nature of the complaint. The condition of the returned device indicates a complete deployment of the sealant. A product malfunction was confirmed due to the condition in which the unit was received for analysis. However, the exact cause of the event could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.